Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), pelvic pain ("pain/chronic pelvic pain"), abdominal pain ("abdorninal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. Previously administered products included for an unreported indication: iud. Concurrent conditions included gastritis. Concomitant products included amitriptyline since 2008, calcium;vitamin d nos, cefixime (flexeril), gabapentin, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), meloxicam, naproxen, omeprazole and promethazine. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), 3 months after insertion of essure. In july 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse") and menorrhagia ("heavy menstrual periods/abnormal bleeding (vaginal, menorrhagia);"). In august 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);") and abdominal pain lower ("lower abdominal pain"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, dyspareunia, abdominal pain lower, female sexual dysfunction and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: fallopian tubes were occluded. Concerning injuries reported in this case the following one/ones were described in patient medical records pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received. Concomitant drug were added. Event : dysmenorrhea (cramping) were added. Event verbatim were updated as pain/chronic pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), pelvic pain ("pain"), abdominal pain (""abdonimal" pain") and genital haemorrhage ("abnormal bleeding (general)") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gastritis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse") and menorrhagia ("heavy menstrual periods/abnormal bleeding (vaginal, menorrhagia);"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);") and abdominal pain lower ("lower abdominal pain"). The patient was treated with medroxyprogesterone (depo provera), surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, dyspareunia, abdominal pain lower and female sexual dysfunction outcome was unknown and the pelvic pain, abdominal pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: fallopian tubes were occluded. Concerning injuries reported in this case the following one/ones were described in patient medical records pelvic inflammatory disease most recent follow-up information incorporated above includes: on 24-may-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia); hysterectomy (partial); apareunia (inability to have sexual intercourse); pain, pid. Relevant lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdonimal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse") and menorrhagia ("heavy menstrual periods"). The patient was treated with surgery (partial hysterectomy in order to remove defective essure device). Essure was removed. At the time of the report, the abdominal pain, dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal pain, dyspareunia and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.